Event description:
Implant card was received indicating the patient received a full revision due to high impedance. It was stated that the generator was discarded after surgery and lead was destroyed prior to being discarded as well, therefore neither explanted products are available for return. It was confirmed that system diagnostics was performed prior to surgery and there was high impedance seen, however no visible fractures were noted.

Event description:
X-rays received for the patient were reviewed. The generator placement was determined in the left chest. Based on the scope of the image, the feedthrough wires were intact and the pin could be visualized passed the second connector pin per the scope and angle of the image. The lead was visualized in the chest and neck. The strain relief loop and the strain relief bend did not appear to be present per labeling. Two tie downs were present however they were not placed per labeling. Based on the scope and quality of the image, it appears the lead is routed behind the generator. The lead wires appeared to be intact at the connector pin. The lead was assessed for fractures and no gross fractures or discontinuities were noted, however a portion of the lead appeared to be tangled right before the first tie down. Based on the x-rays received, the cause for the high impedance cannot be determined at this time. The presence of a fracture or micro-fracture in the lead cannot be ruled out.

Event description:
It was reported by the physician that error messages were being obtained while running diagnostics. The message indicated the output status limit and high lead impedance as well as the patient reported that they could no longer feel stimulation when the output current was increased. The physician was informed of what high impedance meant and that it was recommended ap and lateral chest and neck x-rays be performed to evaluate whether a lead fracture or pin insertion issue could be found. X-rays were received to be reviewed. No surgical intervention has been reported to date. No additional relevant information has been received to date.